Event description:
A customer left their control unit to charge overnight with the supplied usb cable. When they attended to the control unit after hours of charging (on (B)(6) 2021), they found that the control unit and cable was hot and had melted slightly at the connection point. FDA safety report ID # (B)(4).